Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of uterine descensus with a cystocele and stress urinary incontinence. It was reported that after implant, the patient experienced vaginal mesh erosion causing discharge and pain. Post-operative patient treatment included excision of the vaginal mesh, posterior repair, iliococcygeal vaginal vault suspension and cystourethroscopy.